Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider via a company representative regarding a patient receiving an unknown drug via implantable pump. It was reported that the patient had a car accident where their seatbelt was pulled tight against the pump, resulting in lasting pain around the pump. On (B)(6) 2015, a revision occurred to relocate the pump across the patient's abdomen. The patient's pain had resolved once the pump had been relocated.